Event description:
An olympus representative reported on behalf of the customer to olympus that the camera head was intermittently producing connection error code e224 and no image was displayed upon inserting camera head. The issue was found during an unknown procedure, which was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e224 was displayed on monitor intermittently due to a faulty cable, the video scope connector failed leak test, and faded labels on the rear cover and serial number plate. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cable failure was observed. Therefore, it is likely that the indicated [e224 (scope communication error)] occurred due to cable failure resulting in video function not working properly. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with another device. No incident or harm to patient was done during the procedure.